Manufacturer narrative:
The investigation of the reported compressor problem has been finalized. The reported compressor was examined at the hospital by our field service engineer. The reported problem could reproduced, it was not possible to turn the unit on. The investigation revealed that the compressor power cable was faulty. The cable did not have any visual damage, burns, or cut marks. When the cable was replaced, the compressor could be turned on again and worked according specification. The unit was bought back into service. The cause for the reported event has not been established. The most possible cause is that the cable had an open circuit.

Event description:
Maquet technical support was to arrange a service call for a compressor that would not turn on. There was no pt involvement. (B)(4).